Event description:
A nurse reported that the probe could not cut the vitreous during vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray with other items was received. The sample was visually inspected and found to be nonconforming as orange/brown foreign material was observed on the welded cao. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and nonconforming for cut. It was observed during the functional actuation test that the inner cutter rotational orientation was nonconforming. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area. The needle holder and retainer were disassembled and visually inspected. There was no damage or flash to the o-ring or needle holder. The probe engine was disassembled and the components inspected. The o-rings, spacer, and diaphragm are all intact. The bottom o-ring has excessive material in the inner diameter (damage). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, potentially caused by damage to the bottom o-ring and the inner cutter rotational orientation being non-conforming. The returned sample confirmed an actuation and cut failure and non-conformance records have been initiated related to the damage to the bottom o-ring and inner cutter rotational orientation. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).